Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically an ECG fall-off test. The cause for the test failure and the non-functional ECG electrodes was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt sn (B)(4) had non-functional ECG electrodes.